Manufacturer narrative:
Other relevant device(s) are: product ID: 9 734921, serial/lot #: (B)(4). Unique device identifier (UDI) is unavailable. The arm was returned to the manufacturer for analysis. Functional testing determined that the threads are stripped on the base of the returned arm. (B)(4). Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure: it was reported that the arm piece is stripped and unable to hold the patient reference frame. The site used a back up replacement stealthair arm piece. There was a delay of less than 1 hour. No patient impact was correlated with this event.